Event description:
The suture was used during a fem pop procedure. Reportedly the suture strand broke along the strand and also the needle prematurely detached from the suture. The hosp reported the product was in use less than one minute when the incident occurred. Some trauma to the artery reported. The hosp reported no injury or ill effects to the pt. Pt status reported as recovered.